Event description:
The customer reported the image quality is degrading, when sending images to pacs, words are not legible. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the image quality issue. Ge rep contacted pacs rep, who will investigate the pacs issue for the customer. System operates as intended. (B) (4).